Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker and/or 4 years or less battery longevity to have prompt generator change. Patient is dependent on pacemaker. Patient had generator change.